Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8325593. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that separation occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "this event occurred on the morning of (B)(6) 2019, hospital was giving children infusion on the third day, after indwelling needle punctured in the patient's hand, the liquid leakage came out from the back of hand, then the nurse opened the patches and found the catheter was broken, only part of the catheter was with the needle hub, so they immediately on the children in the x-ray filming location, the catheter was not found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "this event occurred on the morning of (B)(6) 2019,hospital was giving children infusion on the third day, after indwelling needle punctured in the patient's hand, the liquid leakage came out from the back of hand, then the nurse opened the patches and found the catheter was broken, only part of the catheter was with the needle hub, so they immediately on the children in the x-ray filming location, the catheter was not found.